Event description:
It was reported during a lap chole procedure, the clip would not hold on the vessels during the second and third firing. A second device was used and the case was completed with no pt consequence. Device discarded.

Manufacturer narrative:
(B)(4). Info not available, device not returned for analysis.